Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported that in the ICU during insertion, the doctor was unable to feed the swg through the ars which resulted in the swg kinking. The swg was removed and a separately packaged swg was opened and used. A delay was reported, however, there was no reported death or complications to the (B)(6) year old male pt as a result of this occurrence.